Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 9 bd q-syte¿ luer access split-septum stand-alone devices experienced foreign matter contamination. The following information was provided by the initial reporter: when the PICC clinic opened the package, there was silica gel residue inside the q-syte, 9 of which were affected.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/24/2020. H.6. Investigation: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received one opened and one unopened q-syte unit, as well as one photo. During the visual/microscopic examination it was observed that there were two pieces of solid white material inside the male luer of the opened unit. The reported issue was confirmed. No visible damage was observed. Spectral analysis was performed to identify the foreign material. The material was found to most likely be polycarbonate and poly abs. Based on the location of the material, it was concluded that the material was most likely introduced during molding or manufacturing of the device. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that 9 bd q-syte¿ luer access split-septum stand-alone devices experienced foreign matter contamination. The following information was provided by the initial reporter: when the PICC clinic opened the package, there was silica gel residue inside the q-syte, 9 of which were affected.